Manufacturer narrative:
Correction to add results of product event summary: product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patients pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other device associated with this event: heartware ventricular assist system pump d4: model 1104 / expiration date unk / serial number unk / UDI unk. Implanted date (B)(6) 2017. Mfg date unk. FDA 22; device not returned FDA. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced respiratory failure requiring re-intubation within eight months of implantation of two unknown ventricular assist devices (vad). Details regarding the results of any diagnostic testing or the patients outcome were not provided. No further information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient experienced respiratory failure requiring re-intubation after implantation of two ventricular assist devices (vad). The pump remains in use in the patient. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.